Event description:
Subsequent to the initial MDR a correction is required in the following meaningful field(s) : lot number as investigated, product line as investigated, expiration date as investigated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event b5: describe event or problem - correction h2 type of follow up - correction.